Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via a response to a follow up letter that sent to them. They responded stating they don't know the cause of the device reaching end of service (eos) prior to 3 years. They confirmed that the ins will not be replaced. They are resolving their pain via long term care that includes daily rehab therapy. Patient weight was requested but was not provided.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient had a lengthy hospital stay where they were very ill and the stimulator wasn't involved with their care at the hospital. Caller stated that the patient ended up in a nursing home, and late last week they tried to get the therapy on but keep getting a error code saying to call their clinician. Caller explained that they were seeing service error 302 - eos. Agent reviewed code meaning with caller. Caller mentioned that the implant was replaced about a year and a half ago, and the doctor told them they would have about 3 years with this implant. Caller also mentioned that before the replacement, the patient was without the therapy for 9 days and was in really bad pain, but they don't notice the patient being in that kind of pain now . Caller suggested that the pain maybe is not on the front of the patient's mind or her other therapies and moving more has helped. Caller added that the patient is on some other medications now that might be helping too. The patient was redirected to their healthcare provider to further address the issue. Caller commented that the patient has so many more diagnoses now after their lengthy hospital stay, so they may not be able to go through another surgery.